Manufacturer narrative:
Analysis of the catheter found the incomplete catheter was returned in segments and there was acceptable testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer re presentative regarding a patient who was receiving an unknown drug with an unknown daily dose and unknown concentration via an implantable pump for an unknown indication for use. It was reported that during an implant procedure, after inserting the catheter in the spinal cord, the surgeon was not able to remove the wire from the catheter and they had to replace the catheter. It was reported that the issue was resolved at the time if this report. There were no reported environmental/external/patient factors that may have led or contributed to the issue. There were no reported diagnostics/troubleshooting performed. There were no reported interventions/actions that were taken to resolve the issue. It was reported that no surgical intervention occurred, and no further surgical intervention was planned. There were no reported patient symptoms and the patient status at the time of the report was alive-no injury. There were no reported complications. Additional information was received. It was reported that there were no contributing factors that led to the reported issue. When asked if the guidewire felt sticky or would not slide when it was being removed, it was reported that the surgeon was not able to remove the guidewire when trying to remove it. It was noted that the surgeon reported that the guidewire was not bent. It was reported that he had to force to remove the guidewire and he finally manages to remove it, but after that the cerebrospinal fluid (csf) was not flowing out of the catheter, therefore, he replaced the catheter. There were no reported complications.